Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -09.50/+3.0/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was adjusted axially counterclockwise 3° before replacement. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.